Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of follow-up report : (B)(6) 2015 . One used lf1520 was received for evaluation. The returned sample met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The customer reported that the instrument jammed on tissue. The reported condition was not confirmed. Inspection noted no residual tissue between the jaws. The latch was not locked or jammed when received. The handle was latched and unlatched without difficulty and the jaws opened and closed normally when clamping on a large tissue bundle. The investigation found the device to function normally. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the instrument jammed on tissue. No further information is available from the site.